Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and performed the following: replaced the sample probe mixer assembly, cleaned the baseplate, checked and cleaned the ionizer fans and the sample probe; performed the auto align for the sample probe, ran the mix and align methods. Quality controls were run and the results are in the acceptable ranges. A siemens headquarter support center (hsc) specialist evaluated the service performed and identified that the reagent 1 probe(r1), the reagent 2 probe (r2), sample probe, and associated drains were inspected and cleaned. The r1 probe alignment was checked and the cse reset the bottom of cuvette (bocc) position. Auto alignments for the r1, r2, s and integrated multisensory probes were performed and no issues were noted. The cse found the reagent temperatures to be out of range. The climate control condenser and fan filters were cleaned, and the reagent tray calibrated. The cse discovered worn belts for r1 horizontal and r2 vertical and replaced the r2 harness to the vertical sensor. The r2 mixer was replaced and alignments were performed. The pump leading to climate control module (ccm) was replaced and the temperature was recalibrated. The photometer lamp was replaced and tested. The aliquot probe to sample and shuttle 2 alignments were checked and adjusted. The cse replaced the loci (luminescent oxygen channeling immunoassay) liner and reset statistics. The investigation performed by the hsc concludes that discordant result(s) occurred due to an instrument related issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) patient sample result was obtained on a dimension vista 500 instrument. The discordant result was flagged with "abnormal assay" and reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s) and was considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.